Event description:
It was reported that the 6800 system shut down with a generator error during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The gib board was reseated during the service call. The system was tested and found to be working as intended and put back into service.